Event description:
This report is being filed after the subsequent review of the following journal article: spivak, j., et al. (2010). Revision of a lumbar disc arthroplasty following late infection. Eur spine j, 19:677-681. USA. The study objective was to review a case involving an unusual late retroperitoneal abscess following two-level total disc replacement (tdr) with direct extension to one of the implants, and the subsequent non-operative and operative management. The patient was a (B)(6) male who underwent an uncomplicated two-level total disc replacement (tdr) at l4-l5, l5-s1 on an unknown date with prodisc-l as part of FDA-approved continued access following enrollment completion of the two-level arm of the prodisc-l multi-centered ide study. The study compared circumferential fusion in patients with one and two-level discogenic disc disease. The patient presented again 8 months after surgery complaining of severe, sharp back, abdominal, and left thigh pain of acute onset. He was febrile to 102 with complaints of nausea and vomiting, and had constipation for the preceding 8 days. A left psoas-based retroperitoneal abscess at l4-5 was diagnosed by a CT scan, and it was percutaneously drained. Purulent exudate was excavated and sent for culture and sensitivity, and a pigtail catheter was left in situ. Cultures from blood revealed streptococcus intermedius. The patient was discharged from the hospital with a PICC line and appropriate antibiotics. His severe abdominal pain improved, but low back persisted. The patient was recommended suppressive antibiotics for 4-6 months. The patient was revised at five (5) months following presentation of the infection, or thirteen (13) months following his index tdr surgery. The two (2) implants were removed and the patient was revised to a two-level fusion with an autograph spacer packed with infuse-bmp2, an unknown 6.5 mm screw, washer, and pedicle fixation. The reoperation was uneventful. Four years postoperatively, the patient has an excellent fusion with no signs of infection and has some persistent low back pain and retrograde ejaculation. This is report 3 of 3 for (B)(4). This report is for unknown prodisc-l implants, unknown part # / lot #.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown prodisc-l implants (inferior endplate), unknown quantity / unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.